Manufacturer narrative:
One medfusion pump was received in good condition with no signs of external damage. The event history log was reviewed and there were force sensor test and multiple force sensor background test messages. The power up process, a check and test of the force sensor and a visual inspection of the force sensor were conducted. The force sensor test was received at power up and it could not be recalibrated. The count was at 0 when it should be in the 30s. Zero value was -0.92 lb. The j1 connector on the plunger printed circuit board (pcb) was loose with a broken solder joint. The plunger pcb was replaced to resolve the issue. The force sensor and plunger cable were replaced as a preventative measure. The root cause of the issue could not be determined.

Event description:
Information was received indicating that a smiths medical medfusion pump continually fails the forced sensor test. There was no reported adverse event.